Event description:
After 20 minutes of dialysis, disconnection between the venous line and the catheter. Immediate reconnection of the line, increased monitoring, the catheter being left visible. Minimal blood loss, no change in the patient's state of consciousness, hemoglobin removed and stable.